Manufacturer narrative:
On 26-nov-2021, additional information received indicating the complaint device was discarded, therefore, no product investigation can be performed and the customer complaint cannot be confirmed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref#: (B)(4).

Manufacturer narrative:
Device investigation details: since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent a left atypical flutter ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered cardiac tamponade requiring pericardiocentesis. Cardiac tamponade occurred during a redo procedure of a left atypical flutter (mitral isthmus dependent), after a first sr mapping phase and before the ablation phase, the operator decided to use the method of "alcohol ablation" (which consist in locally inject etoh in the vein of marshall in order to perform a more epicardial lesion of the mitral isthmus) to block the mitral isthmus line. During the canulation of the marshall vein, the physician ended up perforating it with the guide wire and the balloon. The medical team therefore checked a possible pericardial effusion with an echocardiogram, which at this stage was not visible. The physician decided to continue the procedure while the patient was closely monitored (blood pressure and echocardiogram). The physician performed some ablation points and stopped an arrhythmia that presented itself during the case (an at). After the ablation phase of the procedure the medical team noticed a slow drop in bp and the echocardiogram revealed fluid (blood) in the pericardium. A pericardial punction was successfully performed (between 250-300 ml blood were aspirated) in order to stabilize the patient. At the end of the procedure the patient left the operating room in stable condition and is being monitored in the ward. The physician is confident that the pericardial effusion was caused by the attempt of canulating the vein of marshall. Patient consequence: pericardial puncture and longer stay at the hospital. Additional information received indicated the adverse event was discovered post use of biosense webster products. Event was discovered post mapping phase with pentaray catheter, but before the use of a thermocool® smart touch® sf bi-directional navigation catheter. The physician¿s opinion on the cause of this adverse event is that it was procedure related during the canulation for the alcohol ablation in the vein of marshall. However, since pericardial effusion appeared after ablation with thermocool® smart touch® sf bi-directional navigation catheter, the event is being reported against the thermocool® smart touch® sf bi-directional navigation catheter.